Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified middle circumflex (cx). A 3.00mm x 15mm maverick was advanced but couldn't reach the target lesion by 2cm. The balloon was pulled back into the guide catheter, and while pulling the device inside the guide catheter, the shaft broke approximately 25 cm from hub. The device was completely located within the guide catheter. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.